Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fuga, m., ishibashi, t., kan, I., aoki, k., tachi, r., irie, k., kato, n., hataoka, s., nagayama, g., sano, t., tanaka, t., murayama, y. (2025). Factors associated with major re-recanalization following second coiling for recanalized aneurysms: a multicenter experience over 20 years during long-term follow-up. Ajnr. American journal of neuroradiology, 46(6), 1143¿1151. Https://doi.org/10.3174/ajnr.a8671 literature was reviewed regarding patients who underwent second coiling for saccular recanalized aneurysms and the purpose was to identify factors associated with major re-re-canalization. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: navien, axium, hyperform, and phenom 17. One death occurred in the larger study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The cause of death was due to subarachnoid hemorrhage after re-retreatment. Among all medtronic devices, patient's adverse events / device product performance issues included: ischemic and hemorrhagic complications such as asymptomatic thromboembolism, intraprocedural rupture, symptomatic cerebral infarction associated with coil migration, asymptomatic cerebral hemorrhage due to hyper-response to clopidogrel, poor general condition and residual aneurysm. No intraprocedural rupture occurred during the second coiling procedure for recanalized aneurysms. No further information was provided pertaining to medtronic products.